Event description:
Colostomy closure procedure. When anastomosis was to be completed, following the stapling by the physician, rings examined, anastomosis incomplete. Doctor states, "the stapler failed to fire correctly." Anastomosis section removed. Colostomy not closed. Patient stable condition to pacu, post anesthesia care unit.